Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front teeth touch but their back teeth do not touch. Bite video provided by patient that confirms open bite. Patient advised to do rest period for open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.